Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break had occurred. A 3.00 x 32 synergy drug-eluting stent was deployed during a procedure. As the device was being removed from the hemostasis valve, the shaft broke approximately 30 cm from the hub of the device. Both portions of the device were retrieved without complication.